Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of voluntary facility (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 date for a cystocele and mesh was implanted. On (B)(6) 2013, the patient underwent surgery for vaginal extrusion of the mesh. The extrusion was described as a one forth the size of a penny. The mesh was excised, antibiotic irrigation was performed, and the defect was closed. The patient tolerated the procedure well.